Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2009, the patient underwent an endovascular treatment of a descending thoracic aortic aneurysm using gore® tag® thoracic endoprosthesis. On (B)(6) 2021, computed tomography image revealed a distal type I endoleak. On (B)(6) 2021, the patient underwent a reintervention procedure to repair the endoleak. A conformable gore® tag® thoracic stent graft with active control system was implanted distally. The endoleak was resolved and the patient tolerated the procedure. The cause of the endoleak was not reported to gore.